Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 25 mmol/l, 30 mmol/l and 31 mmol/l on the contour next one meter. As the customer had no symptoms of hyperglycemia, he ran another test with a different meter and obtained a reading of 9.3 mmol/l. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer. The customer did not provide the product details.

Manufacturer narrative:
Additional information: the customer did not return the suspected product for evaluation. Since the meter serial number or lot number was not provided, in-house testing was not performed and device history record could not be reviewed. Method, result and conclusion codes have been updated. Corrected information: of the initial report indicated that the reading obtained on another meter was 9.3 mmol/l. The actual reading obtained on another meter was 9.6 mmol/l. Has been updated with this information.

Event description:
The customer from sweden reported that he obtained blood glucose readings of 25 mmol/l, 30 mmol/l and 31 mmol/l on the contour next one meter. As the customer had no symptoms of hyperglycemia, he ran another test with a different meter and obtained a reading of 9.6 mmol/l.

Manufacturer narrative:
The customer returned the contour next one meter. The test strips were not returned. The returned meter was tested with in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance.